Event description:
Per the clinic, open and short circuit were noted on a few electrodes followed by high impedance was noted on 21 electrodes. It was also reported that when auditory stimulation was provided solely from the right side, these responses were not observed from the patient during assessment. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.